Event description:
It was reported patient has tibial loosening on left knee, revision surgery has not yet been schedule.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.